Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). The cuff was replaced. No other patient adverse effects were reported regarding this event. However, the aus was explanted two years later, this issues are already contemplated in other records.